Event description:
It was reported that during open reduction and internal fixation (orif) right phalanx surgery with vlp mini mod set of 1.5 mm cortical, locking plates and screws. A straight 6-hole plate was selected and positioned, a 1.1 mm drill bit was used and it was identified that it had no edge, another new drill bit was passed but at the moment of using it, it also had no edge, another new drill bit was passed and the specialist referred that the drills had no edge even being new, he had to make considerable force to be able to drill what damaged more the focus of the fracture. It was drilled and the blocked screws and the cortical screws began to be passed at the request of the specialist. The cortical screws did not fit, the head was loose with the plate and the locked screws were not locking in the plate. The dynamometric screwdriver did not work, it did not lock the screws and they were left with the head rolling on the plate. In that first time 6 screws were used between locked and cortical. The specialist decided to remove the material and stabilize the fracture site with kirshner pins and decided to place another plate to test if it was the right type of plate. It was choose a straight plate with 8 holes and proceeded to place new screws both locked and cortical presenting the same previous novelty, the head of the screws continue to roll on the plate and the locked screw did not block, even so it was possible to stabilize the fracture with the material placed. A delay greater than 30-min where reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested supporting clinical documentation, definitive clinical factors which could have contributed to the reported events could not be concluded. The surgical technique addresses screw insertion, locking tabs and optional tap. The assessed patient impact was the unplanned use of additional devices, modified surgical technique and the reported extensive 120-minute surgical extension. Although further patient impact could not be determined, the patient status was ¿stable¿ per the complaint form. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used, rough handling or manufacturing process errors. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved and further information, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.